Event description:
It has been reported to philips that an alarm "cv allura: error_fluostr-imageds" has been generated by system. No harm has been reported to philips. A philips service engineer inspected the log file remotely. It was identified that floro storage was not possible because of image disk problem. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with customer and confirmed that the error_fluostr-images has been generated. Review of the system log file showed ¿malfunctioning lateral ip-pc¿. Later, fse was not dispatched. To date, there have been no further reports of this issue and further actions were taken. So, no further action is necessary at the time. The codes were updated based on the investigation outcome.